Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a (B)(6) hospital, reported that the freedom driver exhibited intermittent fault alarms for a few days before exhibiting a permanent fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating primary motor did not engage for more that five seconds after a continuous or open short detected. Visual inspection of external components found the external power to main board connection and external power connector damaged. The front and back housing were also found separated on one side. Visual inspection of internal components found black powder debris throughout interior of driver and the cable to main board connector was damaged. The secondary motor was found out of primary alignment. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. Although the external power to main board connector was able to provide power to the driver, tape was used during testing to ensure a solid connection. An additional observation run was performed on the driver resulting in the same alarm found in the driver's data file as well as a broken scotch yoke. The driver was tested again with a replacement scotch yoke yielding the same results, an alarm and a broken scotch yoke. A known functional primary motor was installed and the driver was retested without alarm, other malfunction, or fluctuation in output values. The secondary motor system was also tested as there was indication of possible secondary motor engagement. Secondary system performed as intended. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during observational testing; the root cause of the reported permanent and intermittent alarms were determined to be due to a nonconforming primary motor and a nonconforming external power to main board cable, respectively. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage found to the exterior of the driver and the external power connector strongly suggest rough handling while in patient use. Driver alarms are utilized as a safety factor to mitigate risk. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited intermittent fault alarms for a few days before exhibiting a permanent fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.